Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
It was reported that the patient underwent a spinal surgical procedure. It was reported that during placement of the needle at the left l4 pedicle, the tip of the needle broke off in the pedicle. The surgeon was not able to remove the needle fragment after spending an hour trying to remove it. No additional patient complications were reported.